Event description:
Subsequent to the previously filed medwatch, additional information received: at the time the patient developed symptoms of different sized pupils and hypotension, the activated clotting time (act) level was 145 seconds. The patient was stabilized on the intensive care unit for suspected transient ischemic attack (tia). Symptoms resolved within 24 hours. There was no direct cause attributed to the tia. The physician did not see an air embolism but surmised that it was the cause of the drop in blood pressure and atrial fibrillation. The physician does not think air embolism is associated with the device. There was no other device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system was returned for evaluation. The reported inability to open the clip/mechanical jam was confirmed via returned device analysis. During inspection of the inner device components, the actuator mandrel and coupler were found to be bent. The clip was installed on a proxy shorty catheter containing a proxy actuator coupler (therefore straight) to simulate actuation of the clip; the clip was found to open and invert smoothly. The difficulty opening the clip was likely attributed to the bend in the actuator coupler and/or mandrel. During actuation, the actuator mandrel and coupler assembly travels up and down the delivery catheter and clip, so if the actuator mandrel and/or coupler bends, actuation may become difficult to impossible. Based on the information reviewed, it is possible that there were unidentified procedural interactions (due to the anatomy) during use which caused more tension on the device, such that the coupler and mandrel became bent and therefore, contributed to the inability to open the clip; however, this cannot be confirmed. Although the reported inability to open the clip appears to be related to the bends in the actuator assembly, a definitive cause for the bends could not be determined based on the information reviewed and the analysis of the returned device. There does not appear to be any evidence of a product quality deficiency associated with the clip itself. During functional testing of the device, a loose sleeve key bond was found which caused the sleeve to curve/deflect in an unusual manner while rotating the cds m knob. Difficulty steering the device was not reported in this incident and the loose sleeve key bond would not have contributed to the reported failure to open the clip. Based on an expanded investigation, a product issue related to the loose bond between the key and sleeve shaft was identified. Corrective actions to address this issue have been implemented and the performance of these devices will continue to be monitored. The patient effects of air emboli, hypotension, atrial fibrillation and transient ischemic attack, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. A conclusive cause for the reported patient effects and their relationship to the device, if any, cannot be determined.

Manufacturer narrative:
(B)(4). Estimated patient age (date of birth 1927). Concomitant products: mitraclip system: lift, support plate, stabilizer, steerable guide catheter, clip delivery system. The clip delivery system was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This event is being filed as during the attempt to open the clip (10298575/(B)(4)), the patient became unstable and the physician thought a small air embolism occurred and was related to the device. Air embolism is considered patient injury. It was reported that during a mitraclip procedure, one clip was attempted to be used, but during positioning, the clip could not be opened and was removed from the anatomy. A second clip (10298575/(B)(4)) was prepared for use as per the instructions for use and was advanced to the left atrium. After positioning the clip would not open. Troubleshooting maneuvers were performed with the retracting the lock lever more, turning the arm positioner more than a half turn before turning in the open position and moving the gripper lever, but the clip did not open. During the attempt to open the clip, the patient then became unstable as the systolic blood pressure dropped under 80 and atrial fibrillation was observed. The cause of the decreased blood pressure was not known, but in the opinion of the physician, the patient had a little air embolism that was thought to have been caused by the device. The cds was removed from the anatomy and the mitraclip procedure was aborted. Post procedure, the activating clotting time was 145 seconds, but was not reported as a cause of the adverse events. The patient was transferred to the intensive care unit. Neurology consult suspected a transient ischemic attack (tia) may have occurred. There was no further complications. The patient was stable and was treated with conservative heart failure medication. No additional information was provided.